Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, there was a significant amount of smoke in the tunnel and once the smoke cleared, it was observed that the c-ring broke off inside of the pt. The c-ring was retrieved using the hemopro 2 tool. A replacement device was used to complete the procedure. The hospital reported that the pt experienced minor vessel bleeding that was controlled. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).